Event description:
Boston scientific received information that this implantable left ventricular (lv) lead exhibited high pacing threshold measurements. During a routine device changeout procedure, the lv lead was observed to have fractured. This lv lead was surgically abandoned and successfully replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.